Event description:
It was reported that malfunction alarm malf 0 occurred on pump with no notable events prior to malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer had not reset pump for this malfunction within last 24 hours because caller did not have access to charging pad, and technical support advised customer to call back when charger was available to perform reset, which caller understood and acknowledged.